Event description:
Per the audiologist's report, the patient has not used his implant in many years and has made several requests to have the device explanted. The patient has dizziness and tinnitus that he attributes to the implant being in place. The patient was counselled by the healthcare professionals that the non-active implant is unlikely to cause his symptoms, and the symptoms could worsen after an explant surgery. The device was explanted in 2007 at the patient's request. The patient will not be reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.